Event description:
The endosuture assistant would not fire to lock knot in place during procedure. Noticed that it did not make a ratchet sound indicating the suture was being tied and secured. There was no pt harm. Item taken off the surgical field and replaced with another that worked properly.